Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to rupture in one cylinder. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. The first cylinder had a hole in the outer tube and broken fabric threads from kink resistant tubing (krt) wear in the proximal end of the cylinder. The outer sleeve was separated starting at the proximal end of the cylinder. The first cylinder had a bulge in the proximal end of the cylinder. The second cylinder had a hole at corner of a fold and broken fabric threads in the middle of the cylinder. The outer sleeve was torn at the middle of the cylinder. The second cylinder presented leak at the corner of a fold in the middle of the cylinder. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump krt were worn to the filament, but no leaks were identified. The pump passed the functional test. The reservoir was microscopically inspected, and leak tested. Wear at a fold in reservoir shell was noted, but no leaks were identified. Based on the information available and analysis results, the leak at the corner of a fold found in the second cylinder could have caused or contributed to the reported clinical observation of hole/perforated. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to rupture in one cylinder. The ipp was removed and replaced. No patient complications were reported.